Event description:
On (B)(6) 2014 a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began at 1:00am on an unspecified date in (B)(6) 2014. The reporter was unable to give the exact values obtained with the subject meter. The tests were performed within 20 minutes of each other. The reporter stated that the patient manages her diabetes with insulin (self-adjuster) and it is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The reporter claimed that 5 hours after the alleged issue began, the patient developed symptoms of feeling ¿sweaty, nervous and shaky.¿ the reporter claimed the patient was hospitalized as a result of the alleged issue and was treated with insulin (type and dose not specified). The reporter stated a blood glucose test was performed with the hospital meter however the result is unknown. During troubleshooting, the csr confirmed that the same approved sample site was used for testing. The csr noted that the reporter did not have control solution available to test the subject meter and the alleged product issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for hyperglycemia by an hcp (health care professional) after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s test strips have been returned on 1/13/2015 and evaluated by lifescan product analysis on 1/13/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 01/16/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (01/01/2015). The patient¿s meter has been returned on 12/17/2014 and evaluated by lifescan product analysis on 12/19/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.